Manufacturer narrative:
Caller was transferred from another location to agent. Actual contact information was not gathered at the time of the call.

Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Patient's coumadin dose was adjusted based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.